Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per report, all of the broken pieces were retrieved from the patient. The procedure was completed using a back-up without delay. Since no adverse events are being reported due to the reported event and no further harm is anticipated, no further medical assessment is warranted. A visual inspection confirmed the 9.0mm fixed endcutting rmr is bent. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, while reaming for a humeral nail, the 9.0mm fixed endcutting reamer shaft broke. All pieces were collected. Procedure concluded with a back-up device from smith and nephew, without a delay or an injury.